Manufacturer narrative:
Investigation is ongoing. Device was not returned to manufacturer.

Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the pulmonic position, underwent an explant procedure after an implant duration of approximately 5 years and 10 months. Medical records received state the pulmonic valve had pulmonary regurgitation/severe pulmonic insufficiency, and the valve was described as embolized at the bifurcation of the main pulmonary artery (pa)/ostial right pa in the perpendicular orientation to the more proximal valve. The 9600tfx 26mm sapien 3 was explanted and replaced with a 29mm edwards inspiris resilia valve. The procedure was successful, and the patient was discharged on post operative day 7.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrections to d.2 product code, g.4 PMA number, h.6 investigation findings and investigation conclusions. New information was added to h.6 type of investigation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not required. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction for a sapien 3 implant using a commander delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. At the time this valve was implanted, implanting thv in the native pulmonic valve using the sapien 3 transcatheter heart valve with the commander delivery system was not an indicated use. The risk management file captures risks for indicated device use only. No further action regarding the risk management documentation is required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information and unavailable of relevant imagery, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative action nor product risk assessment is required at this time.